Event description:
It was reported that approximately 8 months post-hip surgery on the left side, radiographic imaging displayed a subacute non-displaced acetabular fracture and eight months after imaging, displayed no changes or improvement of the healing of the fracture. There has been no known treatment or revision reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. Review of the legal document by a health care professional identified the following: it was reported a patient had an initial left total hip arthroplasty, followed by a revision sixteen years later due to pain, elevated metal ions, and metal related pathology and a revision two months later for recurrent dislocations. Subsequently, eight months later, radiographic imaging displayed a subacute non-displaced acetabular fracture and eight months later, displayed no changes or improvement of the healing of the fracture. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a2; a6; b7; g3. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.